Event description:
Total knee revision due to unknown reason.

Manufacturer narrative:
Additional devices listed in this report: cat 6630-0-xxx, duracon right femoral component. Cat 6642-x-xxxx, m-2 cruciform base plate. Cat 6642-2-100, lot unk, description: dura duration all poly pat med. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding a revision involving a duracon tibial insert was reported. The event was not confirmed. Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have not been any other events for the reported lot code. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Total knee revision due to unknown reason.